Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes. It was noted that the patient appeared to be in an irregular rhythm that was triggering the atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.